Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient passed away (B)(6) 2015 while wearing the lifevest. Review of the event reveals that the patient experienced an appropriate defibrillation event consisting of three shocks during ventricular fibrillation. The rhythm following the first shock was an idioventricular rhythm transitioning the asystole. The patient's rhythm again transitioned to ventricular fibrillation before the second shock and the rhythm following the second and third shocks remained in ventricular fibrillation. The lifevest declared a non-treatable rhythm approximately 30 seconds after the third shock was delivered. The patient subsequently passed away.

Manufacturer narrative:
Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the patient's death. Monitor (B)(4). Electrode belt (B)(4): 06/2013.